Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered fc1005. A request for technical review was required. Boston scientific technical services (ts) noted that the fault code indicates an open circuit condition during shock delivery. A possible lead fracture or device issue was discussed and the patient may be unprotected. More information will be provided. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. It appears that the product was discarded following the procedure. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that surgical intervention was performed and the device and right ventricular (rv) lead were explanted.